Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system has exhibited out of range shock lead impedance measurements, variability in measurements was noted. Technical services (ts) was consulted and recommended reprogramming options and further lead testing. No adverse patient effects were reported.